Event description:
Used in a radical cystoprostatectomy with bilateral lymph node dissection and placement of ileal conduit. Surgiwrap placed around anastomosis sites including the ureteroenteric and ileal sites. CT guided abscess drainage followed by exploratory lap to explant product.

Manufacturer narrative:
Surgiwrap was explanted during exploratory lap in 2006. Pathogens found in culture suspicious for contamination during the surgical procedure or during the CT guided I&d. Labeling, manufacturing,and sterilization process reviews did not reveal any errors, omissions, or other abnormalities.